Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pull wire appeared to pull through handle. Anchor was manually seated by grasping pull wire with clamp. Probable root cause: design: - poor mechanical advantage of locking feature. - materials of inserter locking mechanism cannot withstand user locking forces manufacturing. - locking mechanism not manufactured or assembled to specification. -incorrect heat treatment applied. Application: - not enough force applied. - user unfamiliarity with device. (B)(4).

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.